Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that reported the patient underwent two major heart surgical procedures where the device was not placed into surgery mode. Subsequently, patient lost stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section: b1 ¿ type of report: uncheck adverse event. Section b2 - outcomes attributed to adverse: uncheck other serious (important medical events). Section h1 - type of reportable event changed to malfunction. It was reported that reported the patient underwent two major heart surgical procedures where the device was not placed into surgery mode. Subsequently, patient lost stimulation. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that patient met with an abbott representative for troubleshooting. A recovery function was executed, the ipg was successfully recovered, and therapy was restored.